Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4) , alleging that their onetouch verio iq meter had results missing from the meter memory. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.